Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The device then passed all tests , calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, the ventilator graphic user interface (gui) display was not functioning properly. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.